Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was guided to try various methods to improve button responsiveness, including removing the pump from its case. Despite these attempts, the issue persisted, and technical support decided to replace the pump.